Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer ¿ additional. H2: additional information /correction. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.